Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 1) during bolus delivery. No damage was observed on the cartridge. The customer's blood glucose (bg) level was 256mg/dl and a correction bolus was delivered to address the bg level. The customer was able to successfully load a new cartridge onto the pump.